Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that while brushing their teeth, the head came off in their mouth. The metal shaft looked broken off and the head did not lock into place. No injury was reported.

Event description:
Consumer via phone stated that while brushing their teeth, the head came off in their mouth. The metal shaft looked broken off and the head did not lock into place. No injury was reported.

Manufacturer narrative:
22-jun-2021 concomitant refill product investigation results (suspect handle not returned): product return was received and investigated. The evaluation of the complaint was done without fault.